Manufacturer narrative:
Reported event an event regarding instability involving an unknown triathlon insert was reported. The event was confirmed by medical review. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: a review of the provided medical information by a clinical consultant indicated: {....} on (B)(6) 2016 she presented with left knee pain. And the record states that she was taken to the operating room on that day for revision of her left knee due to complications of orthopedic hardware. The operation note of (B)(6) 2016 is reviewed. The postoperative diagnosis was "left knee complications of orthopedic hardware from previous total knee arthroplasty". Surgery was performed by dr. (B)(6). The patient was revised using depew tc three revision components the indications state that there was evidence of subsidence of the base plate and also signs of mid-flexion instability. The operation report itself does not report any loosening of the patella femoral component or tibial component. {.....} I can confirm that the events occurred since I was able to review the operation reports and I reviewed pre op and post op x-rays. Regarding the possible root cause of this event, I cannot determine this for certain. I see no abnormality with the implant itself. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion:  a review of the provided medical information by a clinical consultant indicated: I can confirm that the events occurred since I was able to review the operation reports and I reviewed pre op and post op x-rays. Regarding the possible root cause of this event, I cannot determine this for certain. I see no abnormality with the implant itself. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pr was raised from a medical review for another event. The patient had left knee arthroplasty on (B)(6) 2011. A quad repair was carried out six months post implantation. Revision surgery took place on (B)(6) 2012 due to instability whereby the insert was revised. Revision surgery took place on (B)(6) 2016 due to subsidence and instability whereby all components were revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pr was raised from a medical review for another event. The patient had left knee arthroplasty on (B)(6) 2011. A quad repair was carried out six months post implantation. Revision surgery took place on (B)(6) 2012 due to instability whereby the insert was revised. Revision surgery took place on (B)(6) 2016 due to subsidence and instability whereby all components were revised.